Event description:
I am having complications including neurological (neuropathic pain); degenerative spine; chronic pressure and pain in right leg and right side of my head; inability to walk for days'; pain sitting, standing, walking; chronic fatigue; loss of sleep; depression; skin sensitivities to temperature; and host of symptoms that are being examined medically for which seem unrelated but have not been explained by infection. I am out of work, on anti-inflammatory drugs, and pain medication. I am undergoing spine decompression therapy but nothing is producing an impact. I am undergoing more tests to rule out diseases or other medical explanations to accept for the host of symptoms. I am frightened and want to get to the bottom of this. There are no studies about the long-term impact of essure and I have had the implant for possibly six years. I have spent the last year and a half in pain. It feels like I have been injured because the pain is chronic and relentless.